Manufacturer narrative:
This medwatch report is for the suspect device used in the s system (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in the xs system. Patient 2: female; (B)(6). Coumadin as directed, tramadol since (B)(6) 2012, ranitidine twice daily. Will not be returned to manufacturer.

Event description:
Caller reports that during a correlation study the following coaguchek xs/s results were obtained: 5.1 inr/6.8 inr; 2.4 inr/1.9 inr. Patient 1's warfarin dose was held based on the coagucheck s value. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.